Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H6 component code: g07002 - device not returned. If further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a myomectomy/uterine fibroid procedure on 6-sep-2024 and suture was used. The problem of pulling off suture needle happened when suturing the wound during the operation. Immediately replace with a new seam and continue sewing. The surgery went smoothly and the patient returned to the ward safely.